Manufacturer narrative:
(B)(4). The sample was returned for evaluation and the reported complaint was not confirmed. An assignable root cause could not be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Batch review was not completed as no lot number was provided.

Event description:
The customer reported to corporate product surveillance (cps) regarding clearlink continu-flo solution set that will not allow flow from a clearlink secondary set, product code 2c7461, lot number(s) unknown. The port of the primary that was not allowing flow through it. The secondary was primed and was flowing prior to being connected to the primary, then once connected there was no flow. The nurse who set it up used a different primary and everything flowed as normal. She explained that sometimes they will disconnect and reconnect and it will work fine. Additionally, she said when they are infusing chemo, the use a phaseal adapter between the primary and secondary. The condition occurred during priming, there was no patient involvement and no patient injury or adverse event is reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.